Event description:
Healthcare professional reported "size change on the right side saline implant. Believes there is a slow leak." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: size change and slow leak.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, total delamination of valve and one extended opening. Leak test and microscopic analysis was performed which identified: total delamination of valve, one crack opening, partial delamination of plug strap disk shell and one striated opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side anterior assessed as surgical damage. Partial delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported "size change on the right side saline implant. Believes there is a slow leak." Device remains implanted.